Event description:
A healthcare facility in the united kingdom reported via a fisher and paykel healthcare (f&p) field representative that the oxygen supply was disconnected and was no longer being delivered to a pt101 airvo 2 humidifier (airvo 2) during patient use. The healthcare facility reported that the patient desaturated from an spo2 of 92% to an spo2 of 62%, at which point the patient was then admitted to ICU. The healthcare facility reported that the outreach team noted the airvo 2 was displaying 21% o2. Further information on the patient condition and sequence of events have been requested. F&p has also requested for the complaint device to be returned and additional information for evaluation.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned and additional information for evaluation. We will provide a follow up report upon completion of our investigation. Product background: the pt101 airvo 2 (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in the united kingdom reported via a fisher and paykel healthcare (f&p) field representative that an external oxygen supply was disconnected and was no longer being delivered to a pt101 airvo 2 humidifier (airvo 2) during patient use. The healthcare facility reported that on 22 july, the subject airvo 2 was set up on the patient at 60l/min at 60% fio2 with a temperature of 34 degrees celsius at 4:00am. The healthcare facility also reported that at 11:00pm on the same day the patient desaturated from an spo2 of 92% to 62%, at which point the patient was then admitted to ICU due to disconnection of the external oxygen supply. The healthcare facility also reported that the subject airvo 2 display was "dim", and that the outreach team, who were involved with moving the patient to ICU, noted that the subject airvo 2 was displaying 21% fio2. Upon further requests for information, it was reported by the healthcare facility that the patient has fully recovered and was discharged from the healthcare facility.

Manufacturer narrative:
Corrected data: b5, d1, d9, g3, g6, h2, h3, h6, h11 (B)(6). Product background: the pt101 airvo 2 (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the subject airvo 2 was received at fisher & paykel healthcare (f&p) in new zealand where it was inspected by a f&p investigations engineer. The subject airvo 2 was performance tested at the reported therapy settings for the patient. F&p's investigation is based on the information provided by the customer, evaluation of the subject device, previous investigations of similar complaints, and our knowledge of the product. Results: performance testing revealed that the subject airvo 2 passed all performance tests and ran continuously with no errors. The investigation confirmed that the display of the subject airvo 2 was dim. Conclusion: the healthcare facility reported that on 22 july, the subject airvo 2 was set up on the patient at 60l/min at 60% fio2 with a temperature of 34 degrees celsius at 4:00am. The healthcare facility also reported that at 11:00pm on the same day the patient desaturated from an spo2 of 92% to 62%, at which point the patient was then admitted to ICU due to disconnection of the external oxygen supply. The healthcare facility also reported that the subject airvo 2 display was "dim", and that the outreach team, who were involved with moving the patient to ICU, noted that the subject airvo 2 was displaying 21% fio2. Performance testing revealed that the subject airvo 2 passed all performance tests and ran continuously with no errors. The root cause of the disconnection was unable to be determined from f&p's investigation of the subject airvo 2, or the information provided by the healthcare facility. Upon further requests for information, it was reported by the healthcare facility that the patient has fully recovered and was discharged from the healthcare facility. The pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The airvo 2 user manual states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support."